Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pain"), endometriosis ("endometriosis"), ovarian cyst ("ovarian cyst") and adenomyosis ("adenomyosis") in a 23-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced fatigue ("fatigue"), headache ("headaches"), migraine ("migraines/started having at least 15 migraines a month") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), dizziness ("dizziness"), endometriosis (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), weight increased ("weight gain"), adenomyosis (seriousness criterion medically significant), back pain ("pain: lower back"), uterine pain ("pain: uterus") and abdominal pain lower ("pain: lower abdomen"). The patient was treated with thomapyrin n (excedrin migraine), paracetamol (tylenol), surgery (laparoscopy, da vinci assisted bilateral salpingectomy/removal of the essure devices on (B)(6) 2015), surgery (excision of endometriosis), surgery (cystectomy, excision of masters window) and surgery (dilatation and currettage). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, nausea, fatigue, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, dysmenorrhoea, dyspareunia, weight increased, back pain, uterine pain and abdominal pain lower had resolved and the dizziness, headache, endometriosis, ovarian cyst and adenomyosis outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, back pain, dizziness, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, uterine pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2010: total bilateral occlusion ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain. Dysmenorrhea, adenomyosis." Most recent follow-up information incorporated above includes: on 31-may-2018: reporter information was added. This case concerns 23 year adult patient. Her demographic was updated. Lab data was added. Essure indication was amended. Essure removal date was added. Her treatment medications were added. Following events: abnormal bleeding (vaginal/menorrhagia), headaches, apareunia (inability to have sexual intercourse), migraines/started having at least 15 migraines a month, endometriosis, ovarian cyst, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain, adenomyosis, pain: lower back, pain: uterus and pain: lower abdomen. She had recovered for events: apareunia, dyspareunia, cramping, pain: lower back, lower abdomen, uterus, fatigue, weight gain, nausea and recovering from migraines. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), dizziness ("dizziness") and fatigue ("fatigue"). The patient was treated with surgery (removal of the essure devices on (B)(6) 2015). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, nausea and dizziness outcome was unknown. The reporter considered dizziness, fatigue, nausea and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.